Event description:
The customer contacted stryker to report that their device was not recognizing the defibrillation therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer informed stryker the reported issue was resolved by replacing the therapy pads. The device or pads were not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer

Event description:
The customer contacted stryker to report that their device was not recognizing the defibrillation therapy cable. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.